Manufacturer narrative:
Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: imdrf device code a040103 captures the reportable event of material fragmentation. Imdrf impact code f23 captures the reportable event of retrieval of the device. Block h11: investigation results: the product was not returned for analysis; however, the media inspection was conducted using the photo provided in the complaint attachment. The image indicates that a portion of the seal biopsy cap had broken off. Therefore, the reported in the complaint is confirmed. Based on the available information, although the reported event was verified, the most likely cause of the issue could not be determined. Because the investigation did not identify a definitive cause for the reported event, the investigation conclusion code selected for this complaint is cause not established.

Event description:
It was reported to boston scientific corporation that a seal biopsy valve was used for the colon in a colonoscopy procedure on (B)(6) 2026, for the treatment of diarrhea. During the procedure, a piece of the seal on the biopsy cap broke off and entered the patient through the scope while biopsy forceps were being inserted. The procedure was extended for a couple of minutes in order to retrieve the fragment using a rescue net. After the fragment was removed, the procedure was completed using another of the same device. There were no reported patient complications as a result of this event.